Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator delivered the inappropriate shock. The device was reprogrammed to resolve this issue. The patient was stable throughout.

Manufacturer narrative:
Correction: manufacturer report 2017865-2018-00088, should not have been reported as a medical device report (MDR) as this product is ous unique and is not distributed in us.